Event description:
It was reported the patient's ipg moves in the pocket causing discomfort and bruising. The patient was not satisfied with the scs system. The physician confirmed the ipg had migrated and showed some edema and ecchymosis. On (B)(6) 2008 the physician removed the ipg, relocated the pocket site and implanted a new smaller ipg per the patient's request.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.